Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. It was reported that the balloon was not soaked prior to use. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the violation of the IFU caused or contributed to the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a proximal right coronary artery that is 80% stenosed. The lesion was pre-dilatated with a 3.0x12mm non-abbott balloon and stented with a 4.0x15mm non-abbott stent. The 4.5x8mm nc trek balloon dilatation catheter (bdc) was advanced to perform post-dilatation; however, the balloon could not be inflated after trying to several times or using a new indeflator. It was noted the bdc was not soaked prior to use and when attempting to inflate the bdc was losing pressure. After the device was removed from the anatomy it was attempted to be inflated again outside the patient; however, the bdc kept losing pressure and could not inflate. It is believed there was a pinhole in the balloon. Another nc trek 4.5x8mm balloon was used to post-dilate successfully. There was no adverse effect reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6- device code 2017 clarifier: incorrect prep.